Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy of tethered leaflets. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), tethered leaflets, heart failure and hypertension for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully. The final mr was grade 1+. There were no clinically significant delays or adverse patient sequela reported. On (B)(6) 2025, it was determined that clip had single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet 2 (p2). Mr was grade 4+ after slda. Additional clip was implanted to stabilize the slda. Per the physician, slda was due to pre-existing patient anatomy of tethered leaflets. The final mr was grade 1+.